Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved destination device was used for an intervention for an ostial right coronary artery (rca). The doctor gain radial access through the left radial artery and placed a 75 cm r2p destination. Upon completion of the intervention, the physician attempted to remove the sheath but was stuck. He then gave versed, waited some time before attempting to remove the sheath, then decided to take the patient to the or for surgical removal. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 01 mar 2024: the device began to have issues during removal. The device had to be surgically removed. The device fell apart during the removal process. The patient received versed. The patient had areas of plaque. They were having a percutaneous coronary intervention (pci) of the proximal rca. The patient experienced loss of radial artery. The patient is stable and has likely been discharged home. There were normal items, guide catheter, wire, and balloon/stents used with the r2p destination.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d9 and to provide the completed investigation results. One r2p sheath was sent to for evaluation. The sample was subject to visual analysis. A portion of the sheath was returned. The sheath fragment is 18.2cm in length. The sheath tip is deformed. The distal end is stretched and uncoiling. The complaint can be confirmed by a sheath separation. The exact root cause cannot be determined. The chief medical officer and npd quality engineer were notified about this complaint and determined with the limited information provided, the cause of the sheath separation is unknown. It is possible the areas of plaque increased resistance during withdraw and led to the sheath separation. The r2p IFU (instructions for use), was reviewed and it states: "caution: while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Action item was initiated for the occurrence breach in the r2p hazard based risk table.